Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 280 mg/dl and a correction bolus via the pump was delivered to address the bg level. The customer successfully cleared the alarm and resumed insulin deliveries. Reportedly, the customer uses their cartridge for over 3 days. Tandem technical support advised the customer to change their cartridge every 3 days to stay within novolog labeling.